Manufacturer narrative:
The insulin pump passed the rewind basic occlusion test, prime test and displacement test. However, the pump was received stuck in the motor error loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with cracked case at lcd window corners and battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer treated the high readings with manual injection. The customer stated that she would load the pump and the piston would not rewind all the way. The customer stated that she had high readings for almost a week. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.